Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's system was suspected to be infected. Redness over the implant site had been noted to have increased as of recently. No intervention was performed or antibiotics given and the patient will continue to be monitored. The right ventricular lead remains implanted and in service. No additional adverse patient effects were reported.